Manufacturer narrative:
After battery installation, the insulin pump gave a constant full segment display due to faulty connectors on interface board. No unexpected audio/beep alarms anomaly noted. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window. No missing segments on display noted.

Event description:
Customer reported a black stripe through the screen of the insulin pump. Customer also stated that the insulin pump is beeping and won't stop. Customer's current blood glucose reading is 70 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.